Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of dissection and occlusion are listed in the electronic prostyle instructions for use (eifu), as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
A2: date of birth - estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 14f, and the tavi procedure was completed. Reportedly, after the tavi procedure and two prostyle sutures were advanced to the vessel wall with tissue tract oozing observed. A non-abbott device was added. Post-procedure, no flow was observed to the distal part of the leg. A surgical cut down was performed where a dissection was seen; the cause is unknown. The access site was closed with surgery. Hospitalization was prolonged a week with the cause not confirmed. There was no reported clinically significant delay in the procedure. No additional information was provided.